Event description:
It was reported that patient got hospitalized on (B)(6) 2026 due to high blood glucose level 471mg/dl and treated with intravenous and fluids of saline and insulin and patient reported infusion set fell off.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.